Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a power outage, black charring was noted on the power adapter prongs. When the power cord was plugged back into the outlet, the transmitter did not power up. The transmitter was replaced.